Event description:
The customer reported that during a laparoscopic hysterectomy, after sealing tissue, the jaws of the device could not be re-opened while applied to tissue. To remove the device from the tissue, the surgeon resected the tissue directly adjacent to the device jaws. There was no pt injury. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.